Manufacturer narrative:
D4. Expiration date ¿ added. D4. Gtin ¿ added. D9. Product available to stryker - updated. D9. Returned to manufacturer on - updated. H3. Device evaluated by mfg ¿ updated. H4. Manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was not returned with the device. A guidewire was returned loaded within the stent system. Blood was present in the rotating homeostasis valve (rhv). The stent stabilizer was broken/fractured approximately 7cm from the proximal hub. The device was unable to be flushed due to procedural fluids within the device. The stent stabilizer was unable to be removed from the delivery catheter. The delivery catheter was deformed towards the proximal end, and flattened/crushed at the distal tip. A functional evaluation could not be performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of 'stent delivery catheter friction' was confirmed. The reported event 'stent partial deployment', 'device interaction with another device' and 'stent improperly deployed' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It is unknown if continuous flush was set up and maintained throughout the clinical procedure. The tortuosity of the patients anatomy was reported as 'average tortuosity'. It was reported that 'when attempted to deploy the stent, the delivery catheter was too stiff to pull, and the stent could not be deployed. The stent was then deployed with force, but when the maker of the delivery catheter was about halfway up the stent, it could not be deployed again. When attempting to retrieve the system, the stent was caught in the distal tip of the intermediate catheter, and the stent was accidentally placed in vertebral artery (va) where had not been planned, and the procedure was ended as it was. The patient was stable after the event, no further information is available at the present'. The stent was not returned for analysis as it had been deployed in the patient. The outer catheter (stent delivery catheter) was deformed towards the proximal end and flat/crushed towards the distal end. The stabilizer was broken/fractured near the proximal end. It was not possible to remove the stent stabilizer from the outer catheter. It was also not possible to flush the device during analysis, and there was blood present at the proximal end of the stabilizer, suggesting that insufficient continuous flush was a contributory factor in the case of this complaint device. It is likely that a combination of insufficient flushing, the percentage of stenosis/calcification of the target lesion and some other unknown procedural factor(s) resulted in the user experiencing resistance while attempting to deploy the stent in the target stenosis area. The resulting manipulation of the stent system is likely to have resulted in much of the damage noted during device analysis. Based on review of all available information the reported event 'stent delivery catheter friction', 'stent partial deployment', 'device interaction with another device', 'stent improperly deployed' and the analyzed event ¿stent delivery catheter deformed¿, ¿stent delivery catheter flat/crushed¿, ¿stent stabilizer kinked/bent¿, ¿stent stabilizer broken/fractured during use¿, ¿stent stabilizer/catheter friction¿ have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that the stent (subject device) was selected for the medical procedure. However, the stent could not be deployed as the delivery catheter was hard to pull. The physician reattempted the deployment by applying force but there was no improvement. When retrieval attempt was made the stent got caught in the distal tip of an intermediate catheter and the stent got deployed in an unintended anatomical location. The patient was stable after the event. No further information is available.

Event description:
It was reported that the stent (subject device) was selected for the medical procedure. However, the stent could not be deployed as the delivery catheter was hard to pull. The physician reattempted the deployment by applying force but there was no improvement. When retrieval attempt was made the stent got caught in the distal tip of an intermediate catheter and the stent got deployed in an unintended anatomical location. The patient was stable after the event. No further information is available.